Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Also, device received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was expose to water and stuck on screen also unable to press any button. Customer's blood glucose level was 131 mg/dl. Customer stated the screen was not completely blank and alarm occurred after the time that the buttons were not responding. Customer was unable to successfully clear the alarm. Customer stated that the insulin pump's buttons did not begin to work in less than 5 minutes without battery change. Customer stated that insert battery alarm did not appear on pump screen and screen did not turn off. Customer completed that troubleshooting on the frozen screen. The device will be returned for analysis.